Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was outside of the loader device and the plunger had been depressed. The seal was unfolded and outside the delivery tube. The tension spring was still in the delivery tube. Blood contamination was inside the delivery device. This evidence suggests that there was an attempt to deploy the seal. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).